Event description:
Pt intubated in ed with 8.0 ett. When attempted to inflate ett (endotracheal tube) cuff, leak noted requiring re-intubation. Staff stated respiratory therapist did inflate cuff prior to intubation with no leak noted. No change in patient status/ remained hemodynamically stable. Ref # (B)(4).